Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the z1 stem perched and has been a repetitive result with almost every z1 stem. The surgeon complained that the pps coating is too thick, and designers/engineers need to reduce the thickness of the pps coating to allow for true 1:1 broaching to stem ratio.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6a, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: intraoperative images during total hip arthroplasty with noncemented femoral component. The images show a small gap between the calcar and collar of the femoral stem. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.